Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of an unknown side. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and underweight. A visual and micro analysis was performed which identified: sharp opening and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp opening on posterior assessed as a surgical impact opening.

Event description:
The device has been explanted.